Event description:
Global pharmacovigilance (gpv) sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6) 2012. Baxter clinical educator received complaint from customer and forwarded the complaint to gpv. Baxter clinical educator reported three patients have had more than one incident of the mini cap falling off. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 regarding the reported problem. The pd rn stated that there were a total of three patients that reported similar incidents where the mini caps fell off. They stated there was no fourth patient. The pd rn stated for patient 1 of 3 she is currently a new patient to peritoneal dialysis therapy. The pd rn stated that she recently had their catheter placed, and the catheter was not sitting right, and the bleeding came from the catheter site. The pd rn stated they have since then returned to their surgeon for the replacement of the catheter. However, the pd rn stated that this patient after the first installment of the catheter had a minicap on, and it just fell off on their way to the clinic for their check up. The pd rn stated that they did not notice any defects with the minicap and it is unknown why it just fell off. The pd rn stated that the patient's transfer set was closed so the patient was okay. They did not present any negative side affects due to this reported problem. The pd rn stated this patient has not started peritoneal dialysis therapy as of yet, she is still new and does not have all the accounts set up yet.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. A follow-up MDR will be submitted if additional information is obtained.